Event description:
It was reported that during a procedure using an ambient super multivac 50 ifs, it was noticed that tip of the device was missing when the device was removed from the joint. Under fluoroscopy, the surgeon looked for the electrode component and located it in the back of the knee, however was unable to remove it. There have been no additional patient complications reported as a result of this event.

Manufacturer narrative:
The complaint has been visually verified and the root cause was more than likely associated with the device coming into contact with a metal object such as a cannula. It is also possible that mechanical displacement of tissue through applied force or using the device as a lever to enlarge a surgical site or gain access to tissue can also cause this type of failure. The instruction for use outlines warnings and precautionary measures to adhere to during activation of the device. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.